Event description:
The manufacturer has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a vari-stim iii nerve stimulator stating they were "unable to stimulate." This event occurred intraoperative. There was no allegation of pt injury. No other information was provided. Testing/repair could not confirm the reported event. The available information indicates that the device was not working properly. If the device was not working properly, this could result in a false negative. False negatives could potentially cause injury to the pt by failing to identify a nerve.

Manufacturer narrative:
The device was tested in an "as received condition", 1.0ma position, and the device would light. The device was then functionally tested in all 3 position per instructions for use with no fault found. The vari-stim iii nerve stimulator is a battery powered nerve locator with continuous output current adjustable to approximately 0.5ma, 1.0ma, and 2.0ma. An attached single use, disposable subcutaneous needle electrode acts as a positive ground. During surgery, a lit led confirms delivery of current. If the led is not activated, the device can be tested by touching the probe tip to the needle electrode. This product was being used for treatment, not diagnosis. It is intended for the stimulation of exposed motor nerves or muscle tissue to locate and identify nerves and to test nerve excitability. If the system fails to perform an intended, (deliver current to exposed motor nerves or muscle tissue) it presents the potential for temporary or permanent damage to the nerve that is present. The IFU directs the user to monitor the led to ensure an electrical circuit was achieved to prevent a false negative interpretation. It should be noted that there are many non-device related issues that can block a completed electrical circuit or inhibit a response: such as the use of paralytic anesthesia agents; non-conductive/dry tissues, or a nerve fatigued by overstimulation. In addition, damage to the device or misuse can lead to a device malfunction. When such situations occur, the surgeon can falsely misinterpret the information as a negative, i.e. That a nerve is not present when it really is present. In this case, there is no evidence to confirm the event - the report is inconclusive as to the cause of field observation. However, when information suggests that the vari-stim had the potential to not deliver current; it is conservatively assumed that the failure was device-related and may have gone undetected.